Event description:
Uunomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on 25-april-2024 after 3 hours of inerstion. Infusion set has been used for less than 48 hours. Insertion site was abdomen. Customer regularly rotate site location. Customers confirm the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available